Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was over 600mg/dl at the time of incident. Trouble shooting was performed and found problems with sensors being value being 400-500 difference with blood glucose of over 600mg/dl. The sensor glucose value from reported event 210. The sg and bg difference unknown. Customer stated over 600 in the danger zone, as such unable to calculate. Sg and bg difference is unavailable. Customer advised the sensors are not working properly after trouble shooting for non-optimal insertion, site location, taping, and timing of blood glucose entries. Customer treated high blood glucose with manual injections as bolus did not bring glucose down. Customer decline trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.